Event description:
Pt claimed infusion pump infused at a higher rate than was programmed. Pt complained of pain which was relieved when the pump was diconnected cyclosporin was being infused. Biomed tech tested pump after incident and could not reproduce any malfunction. Despite receiving return authorization from MFR to return pump for testing, no record of the pump's receipt at sigma has been registered as of 3/26/97.